Manufacturer narrative:
The returned pacemaker was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this pacemaker exhibited a decrease of approximately four years of estimated battery longevity over the course of five months. This device was then explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a decrease of approximately four years of estimated battery longevity over the course of five months. This device is expected to be explanted at a future date. Currently, this device remains in service. No adverse patient effects were reported.